Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose 569 mg/dl. Customer was treated with manual injection and insulin pump. Insulin pump had no delivery alarm. Customer was assisted with troubleshoot and insulin was exited. Customer experienced blood glucose level of 336 mg/dl. Cannula was bent. The insulin pump will not be returned be for the analysis.